Event description:
The customer stated the back left hinge of the commander ppc was broken. Abbott field service replaced the hinge, and verified that the part met vendor specifications. The customer ceased use of the instrument until the repair was made. There were no injuries reported.

Manufacturer narrative:
Evaluation codes, results: other, hinge. In response to this complaint an investigation was initiated to further investigate the customer issue. The investigation included a search for similar complaints, a review of the complaint text, and a review of labeling and a product safety review. No similar complaints for broken ppc cover hinges were found, and no adverse trend was identified. There was no injury reported due to the broken hinge. The abbott commander parallel processing center operations manual instructs operators to practice sound mechanical safety habits and verify all covers are securely open to prevent inadvertent closure, and to use care when closing covers. There was no deficiency identified for this issue. This is the final report.